Manufacturer narrative:
The analysis was completed on 2016-04-18. The product analysis indicated that the internal parts of the handpiece were severely corroded and the device would not work. Temperature checks could not be conducted as the device would not run. The internal parts were repaired and/or replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a fess (functional endoscopic sinus surgery) the handpiece was not working and it was heating up. There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.